Event description:
Event description guidant received information that this endotak endocardial lead was capped and removed from service due to a lead fracture seen under fluoreoscopy. Patient received a new ICD due to premature battery depletion.